Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05422. During a permanent implant procedure, the doctor had difficulty placing a lead using two lead accessories (from different lots). It was reported the doctor had to attempt several implanting approaches, causing the surgery to extend greater than an hour. The doctor successfully implanted the patient with a different lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.